Event description:
A customer reported that their pump screen would not turn on and the quick bolus/wake button was difficult to press. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on various troubleshooting steps, including pressing the button firmly and plugging the pump into a power source, which successfully turned the screen on. The customer continued to use the pump for insulin therapy.